Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. High lead impedance and an increase in threshold were observed on the right ventricular lead. Lead revision was discussed. There were no adverse consequences to the patient, and the patient will continue to be monitored.